Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Corrected fields: d4 (expiration date); d4 (serial number); h4.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle's guidewire could not be threaded through. The issue occurred during a therapeutic endoscopic ultrasound-guided hepaticogastrostomy procedure. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: d8, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer diameter of the guidewire used in combination exceeded the allowable diameter specified for insertion into the subject device. Olympus will continue to monitor the performance of this device.